Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-22008 e4 should have been left blank g1 reporting contact email g1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, there was pain at the insertion site. It was swollen and slightly hard. Additionally, there was a hematoma at the access site. Heparin was stopped due to the concern of the hematoma. The patient remains on impella support.